Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: non abbott vascular 6x40mm, sheath: terumo radifocus 6f 10cm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located at aortic bifurcation of the common iliac that was heavily tortuous, heavily calcified and 95% stenosed, using an ipsilateral retrograde approach. The target lesion was predilated with a non-abbott balloon catheter. The 9.0x39 mm omnilink elite device was prepped per the instructions for use and advanced towards the lesion. Due to the heavy calcification and tortuosity of the vessel, slight resistance with the anatomy was felt during advancement and it was observed that the stent implant had dislodged from the balloon onto the proximal shaft of the stent delivery system (sds). The sds was retracted, without resistance, during which the stent implant moved distally and finally slipped off the device and was located 4 cm proximal to the lesion on the guide wire. The non-abbott balloon previously used for predilatation was advanced through the dislodged stent implant and the stent was deployed successfully with the distal end of the stent located exactly at the proximal end of the stenosis in diseased tissue. Another omnilink elite device of the same size was successfully advanced through the deployed omnilink stent implant and was deployed in the lesion, with both stents covering the entire lesion. The sds balloon of this second device was used to complete postdilatation of the first omnilink stent for full apposition to the vessel wall. The result of the intervention was satisfactory. There were no adverse patient effects or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.